Manufacturer narrative:
(B)(4). The reported field event of a lead insertion anomaly was not confirmed in the laboratory. Visual inspection identified minor damage along the lv is-4 lead bore. The device was tested on the bench and no anomalies were found. The cause of the reported lead insertion anomaly could not be determined. (B)(4).

Event description:
It was reported that during generator change out, the header connection issue was observed. During an attempt to connect the lead and the header, the lead got stuck. Multiple attempts were made to disconnect the lead from the device. The device was replaced. The procedure was completed without any adverse consequences.